Manufacturer narrative:
A philips field service engineer (fse) evaluated the device on site. It was determined that this was a malfunction of the capacitor which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the defib self test failed. There was no patient involvement.